Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was clarified that patient was initially hospitalized at an outside hospital and diagnosed with cardiogenic shock and secondary cardiac arrest. The patient was transferred to (B)(6) with ongoing heart massage, and va-ECMO was established. A kink/twist of the outflow graft was found, which explained the patient's progress. The outflow graft was straightened out, and the day after fixed with the outflow graft clip. The patient developed severe brain injury with hemiparesis and is in rehabilitation. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of a twisted outflow graft can be confirmed based on the submitted photos. The patient was admitted to an outside hospital due cardiogenic shock and secondary cardiac arrest. A va-ECMO was placed and they were transferred to the implanting center, where a CT scan was performed which revealed an obstruction under the bend relief. The patient remains ongoing on vad support. No product available for investigation. The surgical procedures section of the heartmate instructions for use, contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section of the IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This IFU also list neurologic dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
Approximate age of device: 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO). A CT scan showed an obstruction underneath the bend relief. The patient was returned to the operating room to check the outflow graft for twist or collapse. A clip to support the patient was implanted on (B)(6) 2019. The patient is reportedly stable. The patient is status 1a. No additional information was provided.